Event description:
Meter name: one touch profile, strip name: lifescan one touch, meter code: unk, strip code: unk. Strip storage: unk. Symptoms: thirst, frequent urination. A pt reported they went to the emergency room. The pt's meter allegedly had segments missing. The result on the pt's meter was unk. The result on the ER meter was unk. The time difference between pt's meter and ER meter was unk. Unk if treatment was given in ER. No further info has been reported.